Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, new left bundle branch block (lbbb) was reported on electrocardiogram (ECG). No treatment was performed. On the 48 hour post-procedure form moderate paravalvular leak (pvl) was reported. The moderate pvl remained on the discharge form. No treatment was performed for the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.